Event description:
Related manufacturer report number: 1627487-2023-04658. It was reported the patient experienced inadequate stimulation and discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000054527. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.